Manufacturer narrative:
On 11-aug-2021, mentor received additional information about this event. This was the patient¿s primary breast augmentation, and she experienced systemic symptoms postoperatively, including chronic pain in the ribs/chest/shoulders/arms/hands, and neurological issues including brain fog, slurred speech, hallucinations, insomnia and arthritis. As a result, the patient had both devices explanted on (B)(6) 2021. Upon explant, the left-sided device was found to be ruptured, not the right-sided device as initially reported. In addition, additional patient information was provided, as well as a new date of event. The relevant fields have been updated in sections a and b. This report is for the patient¿s right-sided device. The complaint device was discarded, but a photo of the device was provided. Upon visual evaluation of the image provided in the complaint, the breast implant was observed with no apparent damage or visual anomalies. Scar tissue was noted in the picture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation procedure with a mentor memorygel breast implant 405cc gel breast prosthesis was diagnosed with stage iib breast cancer in her right breast. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. During explantation surgery, it was observed that the patient¿s right breast prosthesis had ruptured. The suspect medical device was discarded after explantation surgery.